Event description:
Litigation papers allege that since completion of the hip replacement surgery, the patient has suffered from injuries of a permanent, lasting and painful nature. It is further alleged the patient's ability to perform normal and enjoy regular activities has been impaired. The patient's ability to perform normal and enjoy regular activities has been impaired and the patient has been told that a revision is necessary to remove the device.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 1/15/2015 - medical records received. Patient revised to address acetabular loosening and malpositioning. Upon revision, metallic staining of the synovial tissue, and gray metallic-stained tissue around the head and taper consistent with corrosion were noted. The stem and sleeve are being added to the complaint. The patient was implanted with zimmer products. The stem remained in situ. This complaint was updated on: 02/03/15.